Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained ventricular tachycardia was recorded with observed right ventricular oversensing. A procedure to resolve oversensing was scheduled. The patient expired before the procedure could be completed with no allegation to the device.